Event description:
Update: (B)(6) 2013-sales rep reported patient underwent revision procedure.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege increasing pain, discomfort, soreness and numbness, which negatively affects the patients ability to walk, move, sleep and perform his job. Patient walks with a limp and experiences slipping and a sensation of vibration in the area of his hip implant. (B)(6) 2012, received plaintiff fact sheet with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Additional litigation papers allege patient had pain, permanent physical injuries, disfigurement and elevated levels of metal ions in blood after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.